Event description:
Parents had a heel warmer/warm packs that they had used with infant to warm and calm baby during the night. When one was activated in the room the bag ruptured and some of the substance was found on the infant's head. The infant was taken to nursery. The np was present and washed off the baby and flushed the face. It did not appear to have gotten in the eye, but was nearby. There were no obvious blisters/burns. There was some increased redness at the time but upon further evaluation that hour there was no redness or swelling or change to skin. Pediatrician was on site within the hour and evaluated the baby. No new orders or treatment given. Infant was discharged without any injury noted.